Event description:
It was reported that during a laparoscopic gastric sleeve procedure the surgeon fired black reloads for the first three firings and seam guard buttressing; all firings were successful. The fourth firing was with a green reload across the stomach with seam guard buttressing. When the surgeon observed the staple line of the fourth firing the row of staples on the patient side fired a staple line but the other two rows did not fire staples. They saw that the pan had separated in the cartridge. They were able to open the device and remove it from the tissue. They used another like device with a black reload and seam guard buttressing and fired around the incomplete staple line and continued to complete the procedure. It took an additional fifteen minutes to complete the procedure. The bmi was unknown however the rep stated that they were firing through thick tissue. No leaks or bleeding were noted. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with an ecr60g cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Furthermore the cartridge pan was noted to be partially detached at left proximal end. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).